Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced a reset due to a bit flip in critical ram memory. The device remains in use and no patient complications have been reported as a result of this event.